Event description:
Device 1 of 2: reference MFR report#1627487-2018-05681. Follow-up identified the patient noted incomplete coverage to the desired pain pattern during their postoperative visit. The previous (s1 drg lead) was replaced on (B)(6) 2018 to address the issue. A subsequent follow-up is pending issue resolution.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#162487-2018-05681. It was reported the patients' drg system did not provide effective pain coverage. Troubleshooting was attempted to no avail. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-05681. Additional follow-up identified the patient's receiving adequate pain relief. The issue is resolved.

Manufacturer narrative:
Corrected data: device number inadvertently documented incorrect on the initial report-correction is device 1 of 2.

Event description:
Device 1 of 2 :reference MFR report#1627487-2018-05681.